Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did not exit. Customer was advised that no delivery may have been caused by set / reservoir occlusion. Customer was advised that infusion set and reservoir would be replaced. Customer was advised that reason for no delivery could not be determined without a complete infusion and reservoir change. Customer was advised to monitor insulin pump and to call back should no delivery persist.